Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported an unspecified detachment of the device with no additional details. There was no patient involvement. Additional information has been requested.